Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patients controller changed from one power port to the other one before batteries are down to 25% (>25%). Patient hasn't notice it, but in the log files were abnormalities seen. An elective controller exchange was performed and it was stated that there were no effect on patient and was doing fine the whole time. No additional information available.

Manufacturer narrative:
Additional component added for this event: battery -(B)(4); battery- (B)(4); battery- (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. A controller ((B)(4)) and battery ((B)(4)) were returned for evaluation. Batteries ((B)(4)) were not returned. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that batteries ((B)(4)) met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events involving batteries ((B)(4)). Analysis of controller ((B)(4)) and battery ((B)(4)) revealed that the devices met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Battery - (B)(4)/1650de - expiration date: 12/31/2015 - device manufacture date: 12/05/2014, (B)(4). Battery - (B)(4)/1650de - expiration date: 04/30/2016 - device manufacture date: 04/01/2015, (B)(4). Battery - (B)(4)/1650de - expiration date: 04/30/2016 - device manufacture date: 04/01/2015, (B)(4). (B)(4). Method: actual device evaluated; visual inspection; analysis of data log(s). Result: interoperability problem. Conclusion: design deficiency. (B)(4). Method: actual device not evaluated; no testing methods performed; analysis of data log(s). Result: interoperability problem. Conclusion: device not returned; design deficiency.